Event description:
Procedure: wedge resection. According to the reporter: products listed in (B)(4) are related to the same case: following wedge resection, the lung of the patient began filtering requiring reoperation. A small hole was detected in the lung approximately at 2 mm of the staple line, which sees integral. We deduce that the small hole appeared due a deformed staple when the second stapling was performed upon the first one, the deformed staples weren't extracted on the revision (usually the second firing is performed by passing over the staple line from the first firing. The staples being titanium alloy are not cut, but are entrained by the blade). After the second firing one of the staples fired during the first shot was protrusive leaving a tip that could be traumatic. This was observed in the same area of the hole in the staple line. The reoperation was performed one week later. No reinforcement material used. No tissue loss. No unanticipated extension of incision by more than one inch. No unanticipated blood loss of 500cc or more. No extension of surgical time. No device fragments or components fell into the patient cavity. Patient reported status is good.

Manufacturer narrative:
(B)(4).